Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with coverage of vessel in the IFU, the possibility of subsequent interventional or open surgical repair and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2019, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprosthesis to repair an abdominal aortic aneurysm. It was reported that during the procedure the right internal iliac artery was unintentionally covered by the ipsilateral leg component of the rlt261216j/19953254. The physician attempted to move the device up using a balloon catheter; however the artery remained covered. The physician elected to monitor the patient. The patient tolerated the procedure. The cause of the unintentional coverage is unknown. The physician reportedly commented that on the intraoperative fluoroscopic image the right iliac bifurcation was unclear.